Event description:
During a cardiac catheterization a balloon tip of a 3.0/15 trek coronary dilatation catheter became dislodged in the rca at the guide tip. The balloon catheter and guide were removed. The balloon was apparent under fluoroscopy at the end of the right femoral sheath extending into the iliac. Balloon tip approx 7-8 cm was scanned and removed in its entirety from the pt's body. No complications or injuries were noted.